Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the black plastic protector component has broke and will spin. The root cause is attributed to product design. (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. The current complaint sample product was manufactured prior to the implementation of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The black protector kept spinning and wouldnt grasp the adaptor.